Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty approximately 10 years ago. Subsequently, the patient underwent an irrigation procedure on (B)(6) 2014 due to possible infection. A revision procedure has been indicated should infection persist despite the irrigation; however, no revision procedure has been reported to date.